Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted (B)(6) 2014; c6tr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was capped and replaced because diaphragmatic stimulation continued in the patient. The lv lead was later explanted. No further patient complications have been reported as a result of this event.